Event description:
It was reported that, during an office follow-up, the data for the latest high energy shock impedance indicated it was less than 30 ohms. A review of the device downloaded data was done by technical services. The weekly low energy impedance measurements have been in the 28 to 30ohm range for the last year. The last few delivered high energy shock impedances have dipped to the 23 to 24ohm range. Technical services advised to monitor the patient via the latitude monitoring system. There were no adverse patient effects. The system remains implanted.